Manufacturer narrative:
Complaint conclusion: as reported, a 6f exoseal vascular closure device (vcd) could not achieve hemostasis because the bleeding did not stop. Hemostasis was achieved using manual compression, specifically via fingertip compression, which was maintained during device removal. There was no reported patient injury. The physician was certified in the use of the exoseal vascular closure device (vcd). No visible signs of device or package damage were observed before use. The device was stored and prepared according to the instructions for use. Regarding the femoral puncture site, angiography verified the artery's suitability, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be at least 5mm. Mild calcium/plaque was present at the puncture site, with moderate vessel tortuosity. No stent or stenosis greater than 50% was present near the puncture site. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black and white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with not plug returned. The internal components did not have any abnormal conditions noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Also, due to the nature of the event, without procedural images, the cause of the reported issue could not be evaluated since patient related events cannot be duplicated in the lab. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site, and patients who within = 1 cm of the puncture site have fluoroscopically visible calcium, atherosclerotic disease, or a stent. As warned in the instructions for use (IFU), which is not intended as a mitigation, if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not achieve hemostasis because the bleeding did not stop. Hemostasis was achieved using manual compression, specifically via fingertip compression, which was maintained during device removal. There was no reported patient injury. The physician was certified in the use of the exoseal vascular closure device (vcd). No visible signs of device or package damage were observed before use. The device was stored and prepared according to the instructions for use. Regarding the femoral puncture site, angiography verified the artery's suitability, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be at least 5mm. Mild calcium/plaque was present at the puncture site, with moderate vessel tortuosity. No stent or stenosis greater than 50% was present near the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.